Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed a step during testing. The device's flow sensor assembly was found to be contaminated with dust. The device's flow sensor assembly was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator was alarming. There was no harm or injury reported.